Event description:
It was reported that during attempted insertion of the iab, it could be passed through the sheath. The iab was removed and replaced without any pt complications.

Event description:
It was reported that during attempted insertion of the iab, it could not be passed through the sheath. The iab was removed and replaced without any pt complications.